Manufacturer narrative:
(B)(4). Biomet cruciate tray catalog 141232 lot 795640; vanguard femur catalog 183046 lot 124820; series a patella catalog 184762 lot 129980; hv bone cement catalog 402433 lot 703160. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.